Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "devices were defective," "caused the skin to open up; readmitted to the hospital for seven days for a transfusion." Manufacturer of device is unknown. Device remains implanted. This record represents the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported issues with implants.